Event description:
The pt reportedly experienced intermittency and loss of lock. External equipment was exchanged and programming adjustments were attempted, however, did not resolve the problem. The pt was explanted and reimplanted with another advanced bionics cochlear device.